Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain. It was reported by the patient that 'it's been very difficult to get it to sync up with the pain pump.' Patient clarified there were no messages that come up when they were unable to connect, but the handset screen would lock itself so they have to swipe it and start connecting again. Patient stated 'the phone (handset) gives you a narrow window to connect,' confirmed 'a couple seconds,' and then the handset screen would lock. Patient stated the issue started about 3-4 months ago and had been progressively getting worse. Patient confirmed handset and communicator charge well from the wall. Agent assisted the patient in connecting to the pump successfully. While on the call, patient mentioned they 'just' saw their physician assistant and mentioned this them today, who said they were concerned 'the battery might be getting low' on the pump. Patient started connecting to pump before handset screen locked shortly after. Patient stated they swiped up and was able to connect without issue. Patient originally stated the handset was not being used in the wallet but then stated that it was. Patient confirmed the handset straps were not covering any part of the power button and did not believe the power button was getting bumped by their hand. Agent assisted patient in increasing screen timeout settings from 30 seconds to 1 minute and reset bluetooth.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.